Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in china: "chemo leakage" according to the customer: "when the patient was infused with chemotherapy drugs, there was fluid leakage at the filter disc, and euthidron was infused at that time."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400603707. The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). B. Braun received one picture for investigation. Based on the picture received, it was not possible to identify the exact defect. Therefore, this complaint is not confirmed. However, similar confirmed complaints on the same batch are available in the system. Reviewed the DHR for batch 19e04ge271, there is no abnormality and no such defect detected at in process and at final control inspection. The concerned filter batch was manufactured before implementation of the corrective actions. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.